Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with catheter restriction alrm that occured during use of intra aortic balloon on patient. The went ino standby for few minutes after alarm happened. The esp personel had reviewed and discussed the troubleshooting steps to the user. No harm or injury reported.